Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy in their lower back. Surgical intervention took place where the lead was explanted and replaced and positioned at t6 to address the issue. Effective stimulation was restored.